Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray assessment performed and it shows linear radiolucency developed beneath the anterior and medial tibial tray, consistent with loosening of the tibial component. Tibia plate and articular surface were returned for evaluation. Superior side of the tibia exhibits foreign material and gouges while the inferior side exhibits discoloration, scratches and cloud marks. Dimensional measurements of the tibia found no deviations from the print specifications. Inferior side of the articular surface exhibits discoloration. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - zimmer persona femoral cemented ps standard left size 9, catalog #: 42500606601, lot #: 62978669. Zimmer persona articular surface fixed bearing ps left 11 mm height, catalog #: 42511400911, lot # 62833032. (B)(4). Customer has not yet indicated if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that after a knee arthroplasty that the patient is experiencing tibial loosening and a revision surgery is being planned. Attempts have been made and additional information on the reported event is unavailable at this time.